Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving clonidine 250mcg/ml at 82.05 mcg/day and dilaudid 3.5mg/ml at 1.1 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On 2015-10-01, a non-critical alarm was heard due to premature elective replacement indicator (eri). The eri was not expected. No patient symptoms were reported. On (B)(6) 2015, the pump was decreased by 30% as a precaution. The patient was scheduled for a hernia repair (see report #3004209178-2015-22536) and the company representative was trying to orchestrate having a neurosurgeon available to replace the pump at the same time. Additional information has been requested regarding the cause of the event, actions/interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.